Event description:
It was reported that the pt returned to the hosp a few days post angio-seal deployment with a large hematoma, and a pseudoaneurysm. The hematoma was evacuated and the pseudoaneurysm was surgically treated by stitching the pt's vessel together. The pt received blood replacement for low platelet count. The platelet count was low prior to cath also, but lower when the pt returned to the hosp. A femoral angiogram was performed prior to deployment. This was the user's fourth deployment during the certification process.